Manufacturer narrative:
H11: device evaluation by manufacturer: the returned device is a jetstream atherectomy catheter with an unknown 0.014 inch filter guidewire stuck inside. The device was visually and microscopically examined for any damage. Visual examination and microscopic examination revealed no damages. Inspection of the remainder of the device revealed no damage or irregularities. Product analysis confirmed the device is stuck on a guidewire.

Event description:
It was reported the device was stuck on guidewire. A 2.1 mm jetstream xc catheter was selected for a procedure in the lower extremity peripheral artery to treat peripheral artery disease (pad). During the procedure the device became stuck on a non-boston scientific guidewire. The device and guidewire had to be removed together as one unit. The procedure was completed with a different device of the same model. There were no patient complications as a result of this event.